Manufacturer narrative:
A product analysis was completed. The returned probe was found to be fully functional. When connected to a known good system, the probe displayed good geometry and divot error readings with normal tracking and verification. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an abnormal appearance due to a scratch. It was also reported that the active probe disconnected when it was moved. There was no patient involvement.